Event description:
Reporter alleged blood glucose results were higher than normal (200-300 mg/dl). It was reported result was 340 mg/dl and customer took 9 extra units of insulin however had low symptoms and then passed out 2 hours later. Reported stated a relative gave him orange juice to elevate glucose however no medical attention was sought or received. Reported indicated retesting and glucose was 380 mg/dl. A request was made for the return of the suspect device and replacement product was sent.